Event description:
Description of event: it was reported that the patient's spinal cord stimulation trial was with a (B)(6) device, but for some unknown reason when they had the surgery to implant one permanently, a boston scientific device was used. It never provided relief. When the doctor saw that it wasn't working, they removed the ins and replaced it with a (B)(6) device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".